Event description:
On (B)(6) 2010 I had surgery for hip replacement (right side). Orthopaedic surgeon dr (B)(6) and was fitted with the biomet magnum device metal on metal. The swelling has never gone down from day one. I followed all the advice, did everything that was required to help in the healing process. As the months passed the pain started to subside; however, never has gone completely. For the last year or so I have been having these horrific headaches, memory loss, severe fatigue, increasing pain from the hip joint with burning pain down my thigh, and large amounts of hair loss (my hair has grown back but is thinner). After many visits to my family doctor (dr (B)(6)) or p.a. For some of these conditions having xrays, MRI and cat scans. I decided to meet with another orthopaedic surgeon to see if he could help. That is when I learned I had a metal on metal hip device and he suggested I go back and see the orthopaedic surgeon that did the surgery (dr (B)(6)) and get a blood test to see if I have metal in my blood. Blood test results = cobalt, s result 1.0 (high). Chromium, s result 1.6 (high). These test were performed by (B)(6). (B)(6) 2015. I am now scheduled for revision surgery on (B)(6) 2015 at 7am. I am terrified but know I need this device taken out and something not dangerous to my health be replaced in its place. I was not told I had a metal on metal hip device or that some makes have been recalled but biomet has not. I cannot for the life of me understand why as I have suffered for five years with swelling, pain, hair loss, and weird and very painful headaches, and memory loss, and severe fatigue, oh, and strange skin rashes etc. Seems to be the cause. I know many like me are suffering and need the FDA to take action so no one else would be fitted with this type of device.